Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("chronic pelvic pain/pain"), device dislocation ("during the procedure, doctor found essure device to be malpositioned/malposition of essure device: extended into uterus;") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included morbid obesity, asthma, heart murmur, gonorrhea and anxiety. Concomitant products included colecalciferol (vitamin d) and ibuprofen. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, 3 years 7 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and procedural pain ("painful post-operative recovery."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), back pain ("lower back pain"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure devices), surgery (underwent a bilateral salpingectomy to remove the essure devices) and surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, device dislocation, procedural pain and fatigue outcome was unknown, the genital haemorrhage, abdominal pain lower, back pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the weight increased was resolving. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. On or about (B)(6) 2017, plaintiff underwent an ultrasound and her healthcare provider then recommended that plaintiff have the essure devices removed. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drugs, new events- abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), migraines, headaches, lower back pain, perforation (fallopian tube(s), essure confirmation test(s) conducted, specify no were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("during the procedure, doctor found essure device to be malpositioned") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), fatigue ("fatigue") and weight increased ("weight gain."). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the patient experienced procedural pain ("painful post-operative recovery."). At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, abdominal pain lower, fatigue, weight increased and procedural pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, fatigue, genital haemorrhage, pelvic pain, procedural pain and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results: on or about (B)(6) 2017, plaintiff underwent an ultrasound and her healthcare provider then recommended that plaintiff have the essure devices removed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.